Event description:
It was reported the physician noted a motor stall message during a pump programming session. The physician had confirmed with the physician programmer and noted that there were ¿five previous situations like that¿ to which the pump began working again seconds or minutes later; very short motor stalls in the last month. The patient was not exposed to magnetic fields. No patient harm or symptoms were reported. This device system delivered bupivacaine and morphine. The pump remains implanted and no medical or surgical intervention had occurred. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).